Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone17.1 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that when the pod was removed, the needle had not retracted. This indicates a needle mechanism failure. Pain was also reported at the infusion site. The pod was worn longer than 48 hours. No treatment and no impact to the patient's glucose level was reported.

Manufacturer narrative:
The device was received partially deployed with the hard cannula visible inside the portion of the soft cannula that was past the bottom housing viewing window. The formed needle was bent inside the soft cannula, but it did not prevent fluid flow as no leaks or tears were observed. Inspection of the needle mechanism found the hard cannula to be unseated from the slide retract which prevented the needle from retracting after deployment. Damage was observed inside the slide retract, indicating that the hard cannula had been incorrectly installed into the slide retract, which resulted in it becoming unseated during deployment. Due to this damage the formed needle is confirmed to have not retracted into the pod. The improperly inserted cannula subassembly caused the needle to become exposed within the soft cannula and allowed the exposed portion of the hard cannula to become bent. The incorrectly installed hard cannula and subsequent partially deployed needle can be confirmed as the source of pain during insertion and bent formed needle.